Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Operative imaging was provided and reviewed by the medical director. Review of the images concluded: the aortic neck was very short (1cm), and probably represents a case outside the IFU (instructions for use) protocol. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the review of the available information, the most likely cause of the reported migration of the aortic extension is related to patient anatomy, there were no product issues identified in the event.

Event description:
It was reported that approximately 6 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography scan revealed a proximal endoleak. Reportedly, the CT scan revealed the aortic extension had dropped distally, resulting in an endoleak. The patient was treated with an infrarenal and a suprarenal aortic extensions, which successfully corrected the endoleak. The patient tolerated the procedure well. Additional information: the patient's aortic neck was very short, approximately 1cm. A renal chimney procedure was also performed at the time of the secondary intervention.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.